Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the right atrial lead was oversensing noise and recording it as episodes of automatic mode switch. The noise appears to be increasing in frequency and during a particular part of the day, so it is possible that the noise could be external. No programming changes were made and the patient was in stable condition.